Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a cut in the insulation in the region where the suture would have been tied. This cut was likely induced when the suture, reportedly tied directly to the lead, was removed. The tip of the lead and helix appeared undamaged, thus the laboratory did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis did not identify any lead characteristics that would have contributed to the observed loss of capture.

Event description:
Boston scientific received information that appropriate shocks were delivered when it comes to this right ventricular (rv) lead although loss of capture was noted at maximum outputs as noted as well as a lead dislodgement. The lead was explanted and will be returned. Upon re opening the pocket the physician noted that the suture was directly on the lead thus the suture sleeve was damaged upon explanting the lead. No additional adverse patient effects were reported.